Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Twelve devices were received for evaluation; 12 events were confirmed during testing. 4 devices were found to have motors that did not communicate properly with the console. Three devices were found to have a damaged flex assembly and corrosion. Two devices were found to have non-stryker repairs. Two devices were found to have motor corrosion. One device was found to have a damaged flex assembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.